Event description:
It was reported that (1) tl60 was used during a gastric bypass procedure. It was reported by the rep that the surgeon fired the tl60 and the staples did not close. There was no staple line. The pt was ok. The surgeon had to refire with a new instrument to complete the case. There was no consequence to pt.